Event description:
It was reported that the patient's left ventricular (lv) lead had high impedance. The lead programming was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pacing impedance measured high on (B)(6) 2015 at 4047 ohms.. (B)(4).

Event description:
It was further reported that the patient felt dizzy, nauseous, short of breath, and tired. High lv thresholds were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced intermittent pain in their left should blade. The lead was electrically abandoned.

Event description:
It was also reported that the lv lead had no capture in the configuration of lv tip to lv ring. The patient was a participant in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary:the lead was not returned for evaluation. However, performance information collected on the device was received and analyzed. There was a recorded patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pacing lead trend data showed an abrupt increase for minimum and maximum left ventricular (lv) lead permanent pacing impedance of 703 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced cardiomyopathy. The patient is a participant in the post approval clinical surveillance product surveillance registry. It was also reported that the lv lead was explanted.